Event description:
As reported via legal documentation a 59 y/o patient had a right knee replacement on (B)(6) 2011. Approximately 6 years after the initial procedure the patient had a right knee revision on (B)(6) 2017, due to severe articular surface wear. Revision operative report right knee of (B)(6) 2017. Diagnosis: periprosthetic osteolysis and articular surface wear. Multiple pieces of delaminated polyethylene was removed. There was severe delamination of the condylar surfaces of the tibia, both medial and lateral. There was significant deformation of the ps post. There were several areas of uncontained osteolysis, both in the metaphysis and in the lateral condyle. There was a very large area of osteolytic debris, deep to the tibial tubercle. Sterile dressings were applied. The patient was awoken and taken to postoperative care unit in good condition without complication.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, femoral loosening, and tibial loosening. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.